Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 567mg/dl. The customer does not mention if they would like to trouble shoot the high blood glucose levels. The customer was assisted with sensor trouble shooting. The sensor was returned for analysis.